Manufacturer narrative:
No conclusion can be drawn as repair info was not reported.

Event description:
It was reported that the system would intermittently not completely boot up. There is no report of injury or death associated with the event described in this complaint.